Manufacturer narrative:
(B)(4). D10: unknown oxford tibial; item # unknown; lot # unknown. Unknown oxford bearing; item # unknown; lot # unknown. G2: foreign - event occurred in south korea. G2: literature - literature source: lim, s., kim, t. H., park, d. Y., sunwoo, j., & chung, j. Y. (2025). Mobile versus fixed-bearing in medial unicompartmental knee arthroplasty: an average 10-year follow-up. Journal of clinical medicine, 14(20), 7144. Https://doi.org/10.3390/jcm14207144 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained that reported a retrospective study from korea. The purpose of the study was to evaluate the mid- to long-term outcomes of medial uka comparing mobile versus fixed-bearing designs between june 2008 and july 2015. The study reviewed 81 patients, 45 with fixed-bearing uka and 36 with mobile-bearing uka. Implants were decided by surgeon preference before october 2012, the zimmer miller- galante system was used for fixed-bearing implants, and the zimmer high-flex knee system was used thereafter. For mobile-bearing cases, the oxford partial knee system was used. Implants were cemented. All surgeries were completed by one senior surgeon with 15 years¿ experience. The study population had a mean age of 57 years at time of surgery; (17 males/64 females). Follow-up was conducted at a minimum of 5-years, with a mean length of follow-up for 10.6 years. The study reported 1 patient within the mobile bearing group required tka conversion due to aseptic loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.